Event description:
Reportedly, during v sensing test, r waves with the same morphology which usually show amplitude values of 6-7 mv also show some values of around 3 mv. As it happens several times during the test, according to sales rep, with the same morphology as the 6-7 mv, further investigation is requested to understand the root cause of this issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation results: review of available data confirmed the reported low and incorrect sensing values. During in-clinic sensing test, single r waves were detected by the device, with an erroneous low amplitude. As per specification the electrical signal in the ventricular channel is analyzed during a 63 ms measurement window in order to determine the amplitude of the signal. The measurement is started when the programmed sensitivity threshold is reached. For single r waves with wider morphology, the signal might not completely detected, which leads to a false maximum amplitude. The observed event is related to a specific test during in-clinic follow-up (sensing test), it does not have any therapeutic effect. Neither an issue on the device nor on its general function is suspected. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during v sensing test, r waves with the same morphology which usually show amplitude values of 6-7 mv also show some values of around 3 mv. As it happens several times during the test, according to sales rep, with the same morphology as the 6-7 mv, further investigation is requested to understand the root cause of this issue.